Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for in-clinic follow up. An interrogation of the implantable cardioverter defibrillator revealed that the device was in backup operation with high voltage therapy disabled. It was discovered that the patient had undergone MRI and the device had not been set to the MRI compatible mode. The device was successfully restored via programming.